Event description:
During laparoscopy, nurse plugged bipolar forceps into hand-switch monopolar jack instead of micropolar jack. Esu was activated as soon as jaws of forceps were closed during insertion through laparoscopy sheath, causing possible bowel burn. Converted to laparotomy to examine for internal burn. No significant injury. Note: pt had lenghtened hospitalization. This problem can occur with many different bipolar cords and electrosurgical units. Because of design of cords and units, it is possible to plug bipolar cords into monopolar hand-switch jacks. (*)